Event description:
It was reported that the left ventricular lead had dislodged and was wound around the implantable cardioverter defibrillator (ICD). Both the lead and device were explanted. The patient was stable. No further information was provided.